Manufacturer narrative:
The batch records were reviewed for this batch of product. No non-conformities similar to the one reported in this complaint were noted during the in-process inspections that were performed. No samples or photos of the nonconformity were received for investigation. Additional information from the customer was requested. The customer provided feedback that this was a one-time incident and that no further information is available. Therefore, no further investigation could be carried out by (B)(4) and no further actions are being taken at this time.

Event description:
End user reported that there was a hole in the transition from the echo probe cover to the plastic cover. No patient injury or treatment was reported for the incident.